Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter there is a hole and causing leakage. Report 3 of 3. The following was received from the initial reporter: blood was leaking from the back of the plastic wings. When compared to another lot number, it is apparent the backing is not correct. There is a hole between the wings. Are you able to provide the incident date? 08/18/2023.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-sep-2023. H.6. Investigation summary: bd received twenty sealed 22 gauge insyte autoguard winged units and one catheter adapter from lot 3055706 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, the engineer microscopically inspected the returned catheter adapter but no holes or defects were found. Next, the engineer performed a leak test on each unit and leakage was observed coming from under the nose of the catheter adapter unit. No leakage was observed coming from the sealed units. Finally, the engineer further inspected the area of the observed leakage with the catheter adapter. The engineer identified a v-shaped cut in the catheter tubing indicative of the needle piercing through the catheter tubing. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly process. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter there is a hole and causing leakage. Report 3 of 3. The following was received fromt the initial reporter: blood was leaking from the back of the plastic wings. When compared to another lot number, it is apparent the backing is not correct. There is a hole between the wings. Are you able to provide the incident date? (B)(6) 2023.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.